Event description:
It was reported that the ureteral stent was found to be broken before preparing for use and after unpacking it. Stated that there was a delay in surgery.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted the sample was provided with the original bard inlay pouch and an opened perforated bag in a large ziploc bag. The suture and pigtail were assembled to the stent. Visual requirements state to use unaided eye at 12" to 18" distance under normal room lighting unless otherwise noted. The sample had been removed from all original packaging and the perforated bag had been opened. The suture and pigtail straighter were present and assembled to the sample with no visual defects evaluated. The separation took place on the body of the stent. The separation appears to be stretched due to discoloration of the material where the separation took place. The separated sample of the distal pigtail appears to be stretched due to the discoloration and form of the material at port holes. Dimensional evaluation noted dimensional requirements state the od is to be 0.079" ± 0.002, the tip ID is to be 0.043" ± 0.002", the guidewire to be 0.038" ± 0.001", and tube ID to be 0.050" + 0.002" - 0.001". The sample passed the dimensional requirements. The od measured at 0.0788" and 0.0792" using a laser micrometer. The tip ID was measured using a 0.043" pin gauge. A 0.038" guidewire passed through the sample with no hesitation. The tube ID where the separated occurred was measured using a 0.050" pin gauge. Although an exact root cause could not be determined a potential root cause could be user does not handle with care, bends sharply. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "improper handling technique can seriously weaken the stent." "Exercise care. Tearing of the stent can be caused by sharp instruments." "Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." "The insertion of a ureteral stent should only be done by those individuals who have comprehensive training in the techniques and risks of the procedure." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the ureteral stent was found to be broken before preparing for use and after unpacking it. Stated that there was a delay in surgery.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.